Event description:
It was reported that a patient underwent an atrial fibrillation (afib ¿ persistent) procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a reddish material and a hole on the pebax. Initially, it was reported that after two hours of use of the stsf catheter for an afib procedure, an error 106 - catheter sensor error occurred. The catheter was replaced as they could not measure the contact force anymore. The surgery was delayed for about 2 minutes. There was no patient consequence. The force sensor error was assessed as not MDR reportable as the warning functioned as intended. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 13-apr-2023 that there was a reddish material and a hole on the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 13-apr-2023.

Manufacturer narrative:
Initial reporter address line 2 (cont.): (B)(6). The biosense webster, inc. Product analysis lab received the device on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Reddish material and a hole were observed on the pebax. The device was connected to the carto 3 system and the device was visualized and recognized correctly; however, error 106 appeared on the screen due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 30960438l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).